Manufacturer narrative:
D10 concomitant products: 1190a-230a, 1190a-230a haloflex energy generatorx1 (serial#:)fe3760x, flexcc-020a, flexcc-020a barrx rfa output cable (lot#:49003218), flexfs-010a, flexfs-010a barrx rfa footswitch (lot#:012920-025x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the rfa (radio frequency ablation) procedure, the doctor started to apply the therapy to the patient. But for some reason the delivery of the energy from the catheter to the patient's esophagus mucosa failed. The case was canceled and was repeated two weeks later when it was completed without any issues with another generator. The patient underwent IV sedation on both initial and second procedure.